Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator's (epg) ventricular sensing was out of specification. The epg failed the incoming functional test for the ¿backlight on/off difference,¿ indicating an issue with the connector on the main printed circuit board (pcb). It was noted that the output connector assembly, hanger assembly, battery drawer, and lower case were broken. Additionally, it was observed that one knob and the encoder stem were contaminated, but still functional. Additionally, the keypad was scratched, the upper case was dented, and six plugs were damaged. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) ventricular sensing was out of specification. There was no patient involvement.